Event description:
Orthopedic procedure electrosurgical system, aspirating ablator was used during a left shoulder surgery-arthroscopic sumacromial decompression. The coating on the tip of the device charred off into the shoulder.